Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump's drive support cap was tilted so that part of it was flush with the insulin pump. The customer's blood glucose level was 228 mg/dl. The issue was discovered during standard troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, case at reservoir tube window corners, battery tube threads and reservoir tube lip. The drive support disk was inspected and no anomaly was noted.